Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise and low, out of range, pacing lead impedance were observed on the right ventricular (rv) lead. When the patient presented in clinic for the interrogation, sensing, capture thresholds and impedance values were normal. The patient will be scheduled for lead revision. The patient was stable.

Event description:
New information received notes that pacing impedance of the rv lead was still low, out of range. The patient is not pacemaker dependent. Lead replacement at the time of the pacemaker change was mentioned.